Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.